Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 231 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.